Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the accident and emergency (a+e) department with a fever and swollen device pocket. The s-ICD and associated electrode were explanted due to infection. No additional adverse patient effects were reported. It was later confirmed that prior to the s-ICD, this patient had a non-boston scientific transvenous ICD system explanted due to infection.